Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy, the surgeon was cauterizing a tonsil bed and the shaft heated up a few millimeters above the working part of the cautery. There was no patient injury.